Event description:
Consumer claims right wheel locked up and unit tipped into street. Also, rear wheels lift off the ground.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.